Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/0.50/82 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens removed due to excessive vault, blurred vision, and angle closure with elevated iop. Cause of the event is unknown. The problem was resolved.